Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with an ez steer themocool sf navigational catheter. It is reported that the carto system could not fast anatomical map (fam). The metal value for patch #6 was high. The table and ii were raised and the metal values went down. The issue resolved. Later they called back to say that after 90 minutes, the issue returned and the error current leakage returned. They replaced the ablation cable without resolution. The ez steer thermocool sf navigational catheter was replaced and the issue was resolved. There was no patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. In addition, the catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an ez steer thermocool sf navigational catheter, and a bad/ no ECG all channels (bs and ic) device malfunction occurred. It is reported that the carto system could not fast anatomical map (fam). The metal value for patch #6 was high. The table and ii were raised and the metal values went down. The issue resolved. Later they called back to say that after 90 minutes, the issue returned and the error current leakage returned. They replaced the ablation cable without resolution. The ez steer thermocool sf navigational catheter was replaced and the issue was resolved. There was no patient consequence. Upon request, additional clarification was provided on the event on (B)(6) 2014. There was no noise when initially trying to fam. There was a current leakage and then there was noise on both the carto system and the recording system at the same time. The physician was not able to interpret the body surface (bs) ECG¿s and the intracardiac (ic) recordings because of the noise. The procedure stopped momentarily to troubleshoot and resolve the issue. Once the catheter was replaced, all the noise issues stopped and they were able to continue with the procedure. This event was originally considered non-reportable, however, bwi became aware of the severity of the noise on all channels on both the carto system and the recording system at the same time on (B)(6) 2014 and have reassessed the event as reportable.